Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-04215 / 04216).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately seven years post implantation. A review of invoice history confirms the acetabular shell, liner, modular head, and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Operative reports provided notes stated the revision was due to loosening of the acetabular component. During the procedure the stem was noted to be well fixed but the acetabular shell was free floating as more than half of the plasma spray surface had come off the shell and was still present in the acetabulum. After this was reamed away and the acetabulum was irrigated, it was noticed that about 20% of the posterior wall of the acetabulum and there ware cysts in the anterior and medial and posterior portions of the acetabulum where there was clearly bone loss.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information.